Event description:
As per manufacturer incident report # (B)(4) we received from the factory in (B)(6): while preparing for laparoscopic surgery, 26606bca that was connected to the light source device(tl400) was placed on the patient's body. A burn (10mm in diameter) occurred on the patient's chin due to the light emission from the distal tip of the telescope.

Manufacturer narrative:
The medical device has been inspected by the technical service team of karl storz endoscopy (B)(6) after the incident and it could be confirmed that there was no functional defect of the device. The device is currently back in use and working normally at the hospital. The adverse event occurred due to a use error. User training was re-implemented.